Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional product return attempts were made, but no response was received.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This device has not been received for analysis. When the device is received and analysis is completed, this report will be completed.